Manufacturer narrative:
Steris made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. The lot number for the prolystica 2x concentrate enzymatic presoak and cleaner subject of the reported event was not provided. As the lot number is unknown, a review of the device history record could not be conducted. The prolystica 2x concentrate enzymatic presoak and cleaner label states, "causes skin irritation. Wear protective gloves, protective clothing, eye and face protection. If on skin, wash with plenty of soap and water. If skin irritation occurs, get medical attention." No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that employees are experiencing "skin irritation" while handling prolystica 2x concentrate enzymatic presoak and cleaner. It is unknown if medical treatment was sought or administered.